Event description:
It was reported that when using the bd pyxis anesthesia system had inaccurate time, which hindered users from accessing medication for a patient. The customer reported that multiple nurses raised concerns regarding the time mismatch between the pyxis system and kp healthconnect (epic), which resulted in errors on the patient chart due to unsynchronized times. A technical support specialist learned of one nurse who was unable to retrieve the medication during the 60-minute window of the dose because the time was off, and the nurse had to come back once the time advanced. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software configuration issue. A technical support specialist followed the knowledge article 000011508, successfully connected the station to ntp.kp.org, and used it as a time-server to resolve the issue and also confirmed that the healthcheck data reflects the updated ntp configuration. The system functioned as intended after the technical support specialist troubleshot the device.